Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies found, however blood/body fluid found in the outer tubing overlay and on the helix/lobe mechanism. The helix/lobe was distorted/bent and it appeared the lead was damaged at implant.

Event description:
It was reported at implant the left ventricular lead was repositioned with high impedances and no capture. The lead was replaced. No patient complications were reported as a result of this event.